Manufacturer narrative:
The device was evaluated. Based on the results of the investigation , a definitive root cause cannot be identified. The probable causes could be damaged or deterioration of parts due to wear and tear, component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection the subject device insertion tube was raptured/damage causing the mesh to be exposed. There was no patient involvement in this reported event.